Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the maryland bipolar forceps instrument had exposed wires. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was observed while the surgeon was grasping tissue. There was a cable exposed at the tip. There was no damaged insulation. The cable was broken but intact. There were no signs of thermal damage. No fragment fell inside the patient's anatomy. The instrument was inspected prior to the procedure and no damage was observed.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.